Event description:
The customer reported falsely elevated alinity c calcium2 results generated on the alinity c processing module for one patient sample. The following data was provided: sid (B)(6): on may 4, initial calcium result = 4.47 mmol/l ((B)(6)) on may 5, repeat calcium result = 3.00 mmol/l ((B)(6)) on may 5, generated 16 measurements from the same sample of this patient with values between 2.05 ¿ 2.19 mmol/l using reagent lots 82017ud00 and 80093ud00. The approximate reference (normal) range for calcium is 2.10 to 2.55 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. Section e1 - phone number: complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.